Event description:
A bent haptic was noted following insertion of the intraocular lens (iol). Enlargement of the incision was required to accommodate removal and replacement of the iol. Additional info has been requested.